Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. Allegedly, the doctor was performing a lap esophagomyotomy with fundoplasty when they noticed the valve was leaking air. They removed it and replaced with another valve; they noted that a very small screw fell out at tha time. After completion of procedure using x-ray, screw was located in patient. A 2nd procedure was conducted for removal of the screw. The patient developed a minor post-op wound that was treated and then patient was discharged.

Manufacturer narrative:
We evaluated the valve and confirmed that screw had come out. The valve has been in use for 11 years; we think the screw backed out due to wear of use, and the users did not notice it at the time and when used the screw came off into patient.